Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. During a routine replacement of an implantable cardioverter defibrillator (ICD) the physician elected to replace the lead because no r-wave amplitude was obtainable and the pacing thresholds were low. A new rate sensing lead was implanted.